Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download did not find any errors. Receiver functional test: passed all relevant testing. Drop test for intermittency lcd display: passed. The customer's complaint was not confirmed for receiver screen display frozen due to receiver passed testing. The receiver log was reviewed and no errors were observed. The reported event of a frozen display screen was not confirmed. A root cause could not be determined.